Event description:
Information received by medtronic indicated that the customer stated crack on the battery compartment. Troubleshooting was performed. The customer also stated the pump shows sign of the physical damage. No harm requiring medical intervention was reported. The customer will discontinue using the device. The pump was returned for analysis.

Manufacturer narrative:
(B)(4). Unable to perform displacement test, sleep current test, active current test, and self test due to failed battery alert. Unable to download history files and traces using thus due to failed battery alert. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, harness assembly vibrator, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, scratched case, battery tube threads - cracked, cracked case (battery tube), serial number label missing, and end cap address label missing. Cosmetic damage was confirmed at the battery tube. Failed batt test confirmed due to moisture damage on the electronic assembly. Unable to download history files and traces using thus due to failed battery alert. Exposed to moisture confirmed. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.